Event description:
It was reported that the universal handpiece overheated and it melted the plastic tip of the device during a procedure. No adverse event was associated with the device.

Event description:
It was reported that the universal handpiece overheated and it melted the plastic tip of the device during a procedure. No adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is received and evaluated. (B)(4): no yet returned for evlauatiion.

Manufacturer narrative:
The customer comment was duplicated. The device was found to have a suction issue affecting its ability to cool the tip. This device during testing heated the plastic tip to melting point. Additional labeling review shows that it is pertinent to supply enough irrigation to cool tip. Upon subject matter expert consultation it was determined that a failure of the air leakage test may be due to the rear cap of the handpiece being loose as the epoxy around it degrades. As it shows in the risk documents the device suction will not function properly if the rear cap unit is loose, and suction issues will cause heat.